Event description:
It was reported that this right ventricular (rv) lead experienced fracture, due to this, high out of range pacing impedance measurements were observed. A lead safety switch was triggered. Additional noise and a signal artifact monitor (sam) episode were observed. The device was reprogrammed; however, the high impedance was still observed. A potential lead replacement was discussed. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.